Manufacturer narrative:
Batch review performed on 25 may 2026 cup: mpact 01.32.150mht acetabular shell d 50 multi-hole t (k230011) lot 2436369: (B)(4) items manufactured and released on 04-apr-2025. Expiration date: 19-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is possible literature described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
At about 20 days from the primary, the patient came in presenting pain and instability due to a loose cup and the cause is unknown. There were no reports of trauma or a fall. The surgeon revised the amistem-p size00 to a lat. Size0, the biolox head to a same-size head, the mpact d 50 multi-hole cup to a d 54 cup, and the flat pe hc liner d 36/e to a d 36/f liner. The surgery was completed successfully.